Event description:
It was reported by service report that the fowler cylinder is leaking and the foot end right top rail portion of the right side rail is damaged and won't latch up. It is unknown if there was patient involvement, however, no adverse consequences are reported.